Manufacturer narrative:
The reported event of no communication was confirmed in the laboratory and was due to premature battery depletion. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, non-shorting lithium clusters were found. The presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion is undetermined.

Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.